Event description:
Information was received that a smiths medical jelco protectiv plus safety i.v. Catheter hub severed within a patient's right cephalic vein. Initially, one doctor was able to locate the missing catheter piece via catscan and surgical removal of the device was recommended. However, when the vascular surgeon attempted to remove the piece, it could not be located. Subsequently, the patient was required to stay in hospital for observation. No additional adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: the complainant returned one used 22g catheter assembly for evaluation. Sample was revaluated under magnification for any potential related non-conformances and photographed. Examination of the mechanical eyelet to tube securement area within the catheter hub was fully intact with no potential mechanical securement failure noted. Photographs of the device confirmed the catheter tube to be detached / severed at 14/64 inches below the catheter hub nose. The unattached catheter tube segment was not returned and therefore could not be evaluated.  The distal end of the tube / point of detachment is straight and smooth.  The photographs also confirm no evidence of any mechanical damage noted to the hub or catheter tubing. Based on further examination of the photographs against the smiths medical technical report for investigation into causes of catheter tube separation, failure suggests the catheter tube was inadvertently cut during device removal with a sharp object (scissors). The cut can be a clean straight or it can be at an angle. In terms of background information, it is important to note that catheter severance can be attributed to practices not supported by the infusion nurses society standards of practice.  These types of practices include, but are not limited to:  · reinsertion of the needle during initial IV placement.  · placement of the IV in a joint of flexion where the catheter will be subject to repeated bending/kinking  · use of scissors to cut tape when removing an IV catheter may result in inadvertent cutting of the catheter. To mitigate risk of catheter severances and to assure that our products meet functional requirements, the dimensions of the catheter components (eyelet, tubing, and hub) are tightly controlled. During the manufacturing process, our catheters are tested to assure that the tubing will not tear, break or otherwise fail. During the manufacture, critical parameters are 100% controlled during the different phases. Once the catheters are assembled from the tube, eyelet and hub, the catheters are inspected in-process 100% in order to demonstrate that the catheter tube is properly secured to the hub. Based upon the examination of the device, and the information summarized above, the reported event was determined to be the result of a variation in use technique, and not the result of a manufacturing related nonconformance. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. Smiths medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.